Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, the date bsc was made aware of the event, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific tension-free vaginal tape device was implanted into the patient during a procedure. According to the complainant, the patient experienced chronic pain after the implantation. Subsequently, the patient underwent total mesh excision with hospital stay. Boston scientific has been unable to obtain additional information regarding the event to date despite good faith efforts.